Manufacturer narrative:
(B)(4).

Event description:
It was reported that following a procedure to implant a pacemaker, the neurostimulator was turned back on. However, before the pt left the hospital, the device had turned off and symptoms had returned. The pt was receiving good therapy when the device was turned back on. Add'l info has been requested but was not available as of the date of this report.